Manufacturer narrative:
Retainer ring = black. On november 08, 2021 the customer reported unexpected replace battery alarms without first receiving low battery alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, scratched case. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No device error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 104=low battery occurred november 06, 2021 13:28:00, november 03, 2021 17:40:00, november 08, 2021 05:32:00, & november 08, 2021 20:56:00--these alerts are within the expected interval of 2 weeks of one another; 58=failed battery test--6 occurrences on november 08, 2021 only; 73=change battery occurred november 05, 202119:03:47, november 05, 202119:04:11, november 06, 2021 16:29:39, november 06, 2021 16:41:24, & november 03, 2021 18:24:33. The adapt tool lists the following device errors that could potentially trigger a critical device error: device error 53 (filenumber = 2005, linenumber = 5632) occurred november 03, 2021 20:43:47, november 07, 2021 16:43:07, november 03, 2021 18:25:57. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of unexpected replace battery alarms was confirmed. The "replace battery" and the device error 53 error messages are due to a problem in the software. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery error alarm. The customer did not receive low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.